Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that when the yellow protective sheath was removed from a 4.0x12 mm rx multi-link 8 coronary stent system, the stent was missing from the balloon and could not be found anywhere. Reportedly, the physician could not recall if the stent was noted to be on the balloon prior to removing the yellow protective sheath. It is possible that the stent had fallen on the table when the yellow protective sheath was removed. The device was not used and there was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.